Event description:
During a bladder operation the cutting loop fell apart inside the patient. The surgeon was able to put it back together and finish the procedure without any harm to the patient.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.